Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer confirm the complaint issue. A search for similar complaints for lot 52507fn01 did not identify an increase in complaint activity. The ticket trending review did not identify any trend regarding commonalities for lot number 52507fn01 and issue. A device history record review did not identify any nonconformances or deviations associated with the lot number 52507fn01 and complaint issue. The overall performance of the architect anti-hbs was reviewed using field data from customers worldwide. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent lot 52507fn01 was identified.

Event description:
The customer reported falsely reactive architect anti-hbs for one patient that was reported out of the laboratory. The following results were provided (reference range <10 miu/ml, non-reactive): sid (B)(6) initial result = 152.08 miu/ml, repeat = 165.76 miu/ml, colloidal gold = negative, autobio = 0.5 miu/ml (reference range <10). No impact to patient management reported.

Event description:
The customer reported falsely reactive architect anti-hbs for one patient that was reported out of the laboratory. The following results were provided (reference range <10 miu/ml, non-reactive): sid (B)(6) initial result = 152.08 miu/ml, repeat = 165.76 miu/ml, colloidal gold = negative, autobio = 0.5 miu/ml (reference range <10). No impact to patient management reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 1l82.